Manufacturer narrative:
Combination product: yes neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU clearly warns against reinsertion if the orsiro sirolimus eluting coronary stent system was removed prior to expansion.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for use. After pre-dilatation of the lesion in the rca the orsiro was delivered but could not cross. Therefore, a guideplus was used for support to deliver the orsiro, but still there was a strong resistance and the device was removed from the patient. After removal it was noted that the stent edge was everted.